Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic sales representative reported via phone call that the customer had experienced missing sensor electrode. Customer's blood glucose was unknown at the time of incident. The sales representative also reported 2 expired sensors. No troubleshooting was performed. No sensor is expected to return for analysis.